Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the operator had the placement difficulties with the during implant procedure. The right ventricular (rv) lead exhibited undefined, high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.